Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator drawer 2.2 was failed. A field service engineer (fse) found that pocket 6 on the helmer fridge continued to fail during testing. It appeared that the pocket solenoid was not firing to open, so the third interface and relay access controller (irac) board from the bottom was replaced. The irac board was configured and tested multiple times. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator drawer 2.2 was failed and not unlocked. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.